Manufacturer narrative:
Device product code actually corresponds to classification product code olo. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). It was noted that the thoracic straight probe had bent at the distal tip of the device. The hardness was tested on the probe and it was in specification according to the manufacturing process specification (mps-sop-m/008 rev m). A review of the device history record for the thoracic straight probe found a nonconformance of dimensional discrepancy. A 12 month complaint trend analysis for the thoracic straight probe was conducted on straight probes being bent, as a curved probe would have different forces placed on it during use. There were no related complaints. The root cause for the thoracic straight probe bending could not be positively determined. However, it is most likely due to unanticipated forces being placed on the probe intraoperatively. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that a second use of a thoracic straight probe was done without special force during a procedure. At the third screw, it was discovered the ratcheting mechanism was not working and blocked in all positions. The probe was reportedly to be weak and had bent, which may have led to inaccurate navigation and pedicle breach. The malfunction was noticed intraoperatively, and the pedicle screws were repositioned. No serious injury, no permanent impairment or permanent damage to a body structure was reported, and the event did not require medical intervention.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.